Event description:
It was reported that the patient presented in clinic for a follow up. Diagnostic imaging revealed dislodgement on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 for related devices and product not returning.

Event description:
Related manufacturer reference number: 2017865-2023-40710. It was reported that the patient presented in clinic for a follow up. Diagnostic imaging revealed dislodgement on the left ventricular (lv) lead. It was also a noted that the set screw was stripped on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replaced the lv lead also replaced ICD. The patient was in stable condition.